Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing causing inappropriate non-sustained ventricular tachycardia (nsvt) episodes and pacing inhibition. The noise was reproducible. Additionally, chest x-ray was performed but unable to see any fracture. The physician suspected lead insulation issues. Subsequently, the patient underwent surgical intervention and the rv lead was explanted. Another rv lead was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was returned to our post market quality assurance laboratory with significant explant damage. The lead was received in two segments severed approximately 64 mm from the terminal end with some segments of the lead possibly missing. A suture was tied tight onto the lead body for extraction purposes. Visual inspection noted the conductor coils were stretched and deformed with the cable pulled on to the point of fracture. This damage likely occurred during explant. There was a section of the lead approximately 515-525 mm from the tip that the insulation was observed to have some abrasions exposing the rs- conductor coil. There was webbing damage also through to the hv cable, exposing the conductors. This damage was in the area of the clavicle. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle/first-rib region.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing causing inappropriate non-sustained ventricular tachycardia (nsvt) episodes and pacing inhibition. The noise was reproducible. Additionally, chest x-ray was performed but unable to see any fracture. The physician suspected lead insulation issues. Subsequently, the patient underwent surgical intervention and the rv lead was explanted. Another rv lead was successfully replaced. No additional adverse patient effects were reported.